Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73h1800232 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip could not be uploaded properly in the jaw when the forth clip was used on the patient. The customer changed to another one and the same issue occurred again.